Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 423 mg/dl to high. To address this high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The customer then resolved the issue by changing the infusion set and cartridge and resuming insulin.